Manufacturer narrative:
The beckman coulter field service engineer (fse) checked the instrument and determined the "na measure electrode" was bad upon review of the ise calibration reports. The fse replaced the na measure electrode to resolve the issue. All calibrations passed after changing the electrode. Section a2, a4 and a5: information was not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous ise (ion selective electrode) patient results which include sodium (na), chloride (cl), carbon dioxide (co2), potassium (k), and calcium (ca) on their dxc 800 ar packaged system, (pn a80377 sn (B)(6). The exact number of erroneous results is unknown as patient data was not available. No erroneous patient results were reported outside of the laboratory as all samples were re-run on another analyzer. There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide any patient data and patient demographics.